Manufacturer narrative:
Philips service replaced the dvi matrix switch 16x16 and tested the system, returning it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that patient monitoring video was not displaying on flexvision due to a defective dvi matrix switch on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.